Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A site representative reported that during a spinal fusion procedure the head of the solera screwdriver broke when the surgeon was fixing the screw. Surgeon used another screwdriver to complete the procedure. There was a delay of less than 1 hour. No impact on patient outcome.